Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels above 500mg/dl and ketoacidosis. The patient was not able to decrease the high blood glucose levels by using the pump. The patient felt bad and vomited, and he stayed with the pump for 4 days and in parallel corrected his values with the insulin pen. His mother assissted and did not bring him to hospital. The patient finally disconnected the pump on (B)(6) 2022 and has since been using alternative treatment. The patient was taking the same amount of insulin as was given with the pump but using an insulin pen.